Event description:
It was reported that, although the pump of this inflatable penile prosthesis pump was still functional, it was slightly sticky, placed too high in the scrotum, and undersized. The pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was functionally tested and performed within specification. Both cylinders were visually inspected, and leak tested. The kink resistant tubing (krt) was worn to the filament. The first cylinder had a leak from tool/sharp instrument in the middle of the cylinder body. The second cylinder was visually inspected, and leak tested. No leaks were found. Based on the information available and analysis results, the clinical events could not be confirmed.

Event description:
It was reported that, although the pump of this inflatable penile prosthesis pump was still functional, it was slightly sticky, placed too high in the scrotum, and undersized. The pump and cylinders were explanted and replaced. No patient complications were reported.